Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. The visual inspection of the returned product noted the unit had disrupted timing. The handle was actuated and the remaining tacks deployed but did not seat properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic hernia repair procedure, the plug came out before the device was used in the case. Device was replaced before being used. None of the tacks were able to be fired normally from the device. A new device was used to completed the case. No patient injury.